Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify missing segment/partial display due to blank display. Pump received with minor scratched lcd window, missing end cap sticker, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and missing address/serial number label.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks and scratches on display screen. Customer also reported that battery compartment was damaged. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.